Event description:
The pt's parents reported pt no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is scheduled for 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.